Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4194-78 lead implanted: (B)(6) 2009; 5076-52 lead, implanted: (B)(6) 2009; 6947-65 lead implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that lightning struck the monitor and it was burned. The patient requested a replacement. The monitor is expected to be returned and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was performed and found a printed circuit board component failure. It was noted that the bench power-up test failed with a known good power supply.

Event description:
It was further reported that the monitor has been returned.